Manufacturer narrative:
Eval results: the claim was confirmed: as received the ipg was non-responsive. The reported complaint cannot be analyzed as this is considered to be a user error. According to the eon mini dfu review, there is adequate info for preserving the ipg when not in use. The shaded area entitled "warning" states, "do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy." Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had not recharged the ipg, and had not had stimulation for a few months. The physician replaced the ipg. It was reported the pt had received effective stimulation during intraoperative testing.